Event description:
During a stenting of the left circumflex, the emerge balloon was passed to the ostial left circumflex. The physician inflated the balloon; however, the balloon appeared to have ruptured. While the balloon was being withdrawn, it cracked into two pieces. The physician was able to retrieve the products at the proximal end; however, the distal end was still within in the body, retained in the wire. Initially, the physician tried to snare the wire into this balloon hypotube but this attempt was unsuccessful. Another physician was called in and was able to eventually pull the balloon out, intact. There were no acute complications related to this event or injury to the patient.